Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited rising thresholds. An x-ray confirmed the patient was twiddling in their sleep. The leads were untangled, slack was returned to the leads and the device was secured back down to prevent future twiddling. No further patient complications have been reported as a result of this event.